Event description:
It was reported that during the patient's battery replacement, the new generator was unable to be interrogated. An error message of "generator not found" was seen when the operating room support specialist attempted to interrogate it in the or. A backup generator was interrogated successfully, and the surgeon opted to implant the second generator instead. Additional information was received from the operating room support specialist noting that right out of the box, the generator was unable to be interrogated even after several attempts at different locations. It was also noted the device was not exposed to electrocautery at any point. Device history records for the generator were reviewed. The device passed all functional specifications and quality tests and was sterilized prior to distribution. The device was received into product analysis, however analysis has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Device evaluation was completed on the suspect generator.